Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness, runny nose. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging nasal/throat irritation or soreness, runny nose. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated. Limited investigation was performed due to the discovery of insect contamination. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. As per secondary findings of the base unit indeterminate contamination observed on the underside of the sd card flip cover and around air inlet, contamination appearing consistent with insect contamination was observed on the interior of the device enclosure. Pieces appearing consistent with desiccated insect remains observed on the underside of the top enclosure, on the interior of the bottom enclosure, in the joints of the enclosure pieces, and in the airpath/blower box. The device's downloaded logs were reviewed by the manufacturer. There were 3 errors found. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. In this report, section d9, g3, h3, h6 has been updated and section d5 (missed to capture in previous report) has been corrected.